Manufacturer narrative:
D6a, 6b: implant and explant date corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4, g4: product ID is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had revision surgery (t2 to l4 posterior spinal fusion) due to screw pull out. It was reported that during the procedure, one of the l4 screws was found to have pulled out of the bone. Additionally, four tulip heads were found to be loose on the rod despite the set screws being in their final tightened position. One of the four set screws had broken off and could not be loosened. The torque limit breakoff piece was broken off as it should be when following the final tightening surgical technique. The remaining three screws had shanks that were tight in the bone; however, their tulip heads could still be mobilized despite final tightened set screws. The loose tulips were discovered in interop during the revision. There were images showing one screw and one cable pulled out six days after initial surgery. The affected components were partially explanted.there were no patient symptoms reported.